Event description:
The following has alleged that she was implanted with a bard ventralex st patch during a procedure performed on (B)(6) 2014. The patient alleges that on (B)(6) 2014, she started experiencing health complications including full body aches, joint inflammation and impaired healing. The patient reports that she has visited an allergist who she claims was given an (undefined) mesh product for allergy testing. She reports that two of the five locations tested, were positive for reaction to polypropylene. The patient reports taking lyrica and IV iron infusions as treatment for her symptoms. Patient states her surgeon does not believe the symptoms are in any way related to the mesh. In (B)(6) 2014, the patient was diagnosed with perivascular infiltrate by her rheumatologist. Patient reports no known allergies to food or environmental factors. Patient continues to see a rheumatologist, and general practitioner. As reported, to date, no surgical intervention has taken place.

Manufacturer narrative:
A review of the manufacturing records shows that this lot was manufactured to specification. Allergic reaction and inflammation are both listed in the adverse reaction section of the IFU as known possible complications. Based on the information provided we are unable to determine whether the patient's alleged symptoms are related to the bard device. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.